Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 lead 2004-(B)(6). (B)(4).

Event description:
It was further reported that helical screws on the rv lead were retracted however, the lead could not be removed with manual traction alone.

Manufacturer narrative:
Product event summary- a medial portion of the lead was received measuring 6.5 cm. A distal portion was received measuring 6 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis information -- 2014 (B)(6) 14:21:23 cst pli# 10 product ID# 694765, a medial portion was received measuring 6.5 cm. A distal portion was received measuring 6 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo, analysis information -- 2014 (B)(6) 23:06:18 cst pli# 20 product ID# d154awg, the device was returned and analyzed. Analysis was performed and no anomalies were found, product ID d154awg, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks as a result of a right ventricular (rv) lead fracture. It was also reported that at times during the lead fracture the pace sense portion was unable to capture, there was high impedance and noise. The lead was programmed off. It was later reported that the lead was explanted and replaced. No further patient complications have been reported as a result of this event.